Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device was not suctioning water. Manifold was replaced and reinstalled, but the error still persisted. Circulation pump was replaced. I/o board found to be not working properly in the evaluation. I/o board was replaced. Stk/mtk performed. Calibrated. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The initial reporter phone number provided is (B)(6). The initial reporter facility name provided is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not be filled. Per review of wo on 11aug2025, there was no patient involvement. Per sample evaluation results received via task on 09sep2025, it was reported that there was defective I/o board.